Event description:
It was reported that this left ventricular (lv) lead was repositioned due to an unknown reason. This lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was repositioned due to lead dislodgement. Imaging was performed after extensive testing and found the lead had moved slightly out of position. This lv lead remains in service. No additional adverse patient effects were reported.